Manufacturer narrative:
The t:slim pump user guide states: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from the site (from your body) before tightening to avoid unintentional insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels as low as 64 (mg/dl). Reportedly, customer has been disconnecting from the pump at the luer lock when showering. Customer consumes dextrose tabs to treat the low bg levels. Customer was advised to only disconnect from the pump at the infusion site. Recommendation was made to consult with health care provider to discuss diabetes management.